Manufacturer narrative:
This supplemental report is being submitted to provide additional information. See updated sections e1/e2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material was found under the forceps elevator because the device was incorrectly reprocessed. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented the event: "preparation and inspection_ inspection of the endoscope inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿ on page 73." "·reprocesing manual_ cleaning, disinfection, and sterilization procedures -manual cleaning_ brushing around the forceps elevator and instrument channel outlet - flushing the interior of the forceps elevator - removing detergent solution from all channels - dry external surfaces ·storage and disposal : warning : the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. ·storage of the endoscope : confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event: (B)(6) 2021. At the olympus service center, additional issues were found; the s-cylinder had discoloration. Switch one (1), the light-guide cover glass, the connecting tube, and the sc cover unit were scratched. The s-connector was scratched and dented. The el-connector had discoloration due to water leakage. Due to a chip on c-cover, the insulation resistance value at distal end did not meet the standard value. The adhesive around objective lens had discoloration. The light guide lens had a crack, and there was corrosion around the l-arm. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, foreign material was found under the forceps raiser. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.